Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings reaching 362 mg/dl while using an ilet system with a cartridge and a cd infusion set, and the infusion set anchor/connector was found loose and not attached properly after a recent supply change; the user also inquired about not receiving a high glucose alert, which was explained as consistent with the device¿s alert threshold and duration logic. Symptoms included hyperglycemia. Outcomes included user self-monitoring without medical intervention or hospitalization. Investigation included customer interview, device use review, and troubleshooting with education on correctly securing the infusion set connector and verifying proper attachment after charging and reconnection. Investigation of this case revealed that the infusion set was deployed or reconnected incorrectly, resulting in inadequate insulin delivery until the anchor was secured. It was concluded that user setup error related to the infusion set connection contributed to the hyperglycemia, and device alerts functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.